Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: occlusion wire in the left fallopian tube has migrated from the left uterine cornua"), device breakage ("on the right side, a tiny fragment of coil was left in the cornual region"), embedded device ("no coil able to be seen on left; fluoroscopy confirmed it in the wall of the uterus"), pelvic pain ("severe pelvic pain /pain"), pregnancy with contraceptive device ("pregnant, conceived while on essure") and premature delivery ("preterm birth") in a 38-year-old female patient (gravida 6, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced premature delivery (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation /abnormal bleeding (menorrhagia)"), dental caries ("tooth decay"), tooth loss ("tooth loss"), gingival erythema ("reddening of gums"), allergy to metals ("allergy to nickel /nickel allergy") with rash erythematous, dry skin and blister, migraine ("migraines / headaches"), vaginal infection ("chronic vaginal infections /infection (bladder/ urinary tract/vaginal) type: vaginal infection,") with vaginal discharge, dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), tooth disorder ("dental problems") and headache ("headaches"). On an unknown date, 1 day after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), memory impairment ("forgetfulness"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), paraesthesia ("tingling"), skin irritation ("skin irritation"), skin disorder ("bumps") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy), and surgery (laparoscopy with underwent a bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2017. On (B)(6) 2011, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, device breakage, embedded device, premature delivery, memory impairment, abdominal pain lower, arthralgia, uterine pain, menstrual disorder, dental caries, tooth loss, gingival erythema, dysgeusia, paraesthesia, allergy to metals, migraine, vaginal infection, dyspareunia, skin irritation, skin disorder, alopecia, fatigue, weight increased, nausea, tooth disorder and headache outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, gingival erythema, headache, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, pelvic pain, pregnancy with contraceptive device, premature delivery, skin disorder, skin irritation, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2011 baby live born, preterm male at 34/4 1 weeks at time of delivery. Apgars 8/9. (Linked child case # (B)(4) on (B)(6) 2011 she underwent a laparoscopic tubal ligation (also reported as essure start date during follow-up - discrepant information). On (B)(6) 2017: removal details: procedure: laparoscopic bilateral salpingectomy, removal of essure coils. Entire tubes removed coil removed intact on right. No coil able to be seen on left; fluoroscopy confirmed it in the wall of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: only one side occluded approximate weight at the time of essure placement 240.00 lbs. Hysterosalpingogram showed only one side occluded. Date of result (B)(6) 2017) and healthcare provider after the confirmation test said that there were multiple phleboliths notes in the pelvis bilaterally. Concerning the injuries reported in this case, the following one were reported via medical record: device embedded and confirming events: pelvic pain, fatigue, device dislocation and device breakage quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaints. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: occlusion wire in the left fallopian tube has migrated from the left uterine cornua"), device breakage ("on the right side, a tiny fragment of coil was left in the cornual region"), embedded device ("no coil able to be seen on left; fluoroscopy confirmed it in the wall of the uterus"), pelvic pain ("severe pelvic pain /pain"), pregnancy with contraceptive device ("pregnant, conceived while on essure") and premature delivery ("preterm birth") in a 38-year-old female patient (gravida 6, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. In 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On 24-mar-2011, the patient experienced premature delivery (seriousness criterion medically significant). On 27-may-2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation /abnormal bleeding (menorrhagia)"), allergy to metals ("allergy to nickel /nickel allergy") with rash erythematous, dry skin and blister, migraine ("migraines / headaches"), vaginal infection ("chronic vaginal infections /infection (bladder/ urinary tract/vaginal) type: vaginal infection,") with vaginal discharge, dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), memory impairment ("forgetfulness"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), gingival erythema ("reddening of gums"), dysgeusia ("metallic taste in mouth"), paraesthesia ("tingling"), skin irritation ("skin irritation"), skin disorder ("bumps") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (laparoscopy with underwent a bilateral salpingectomy, removal of essure coils; hysterectomy). Essure was removed on 6-mar-2017. On 24-mar-2011, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, device breakage, embedded device, premature delivery, memory impairment, abdominal pain lower, arthralgia, uterine pain, menstrual disorder, dental caries, tooth loss, gingival erythema, dysgeusia, paraesthesia, allergy to metals, migraine, vaginal infection, dyspareunia, skin irritation, skin disorder, alopecia, fatigue, weight increased, vaginal haemorrhage, nausea and tooth disorder outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, menorrhagia and abdominal pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on 27-mar-2011. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, gingival erythema, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, pelvic pain, pregnancy with contraceptive device, premature delivery, skin disorder, skin irritation, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on 27mar2011 baby live born, preterm male at 34/4 1 weeks at time of delivery. Apgars 8/9. (Linked child case #2018-087762) on 27may2011 she underwent a laparoscopic tubal ligation (also reported as essure start date during follow-up - discrepant information). On 06mar2017: removal details: procedure: laparoscopic bilateral salpingectomy, removal of essure coils. Entire tubes removed coil removed intact on right. No coil able to be seen on left; fluoroscopy confirmed it in the wall of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on 28-feb-2017: only one side occluded approximate weight at the time of essure placement 240.00 lbs. Hysterosalpingogram showed only one side occluded. Date of result (28feb2017) and healthcare provider after the confirmation test said that there were multiple phleboliths notes in the pelvis bilaterally. Concerning the injuries reported in this case, the following one were reported via medical record: device embedded and confirming events: pelvic pain, fatigue, device dislocation and device breakage most recent follow-up information incorporated above includes: on 28-feb-2018: correction- according to pfs: pregnancy outcome updated to ¿live birth, child not healthy". Event premature delivery was added. On 1-mar-2018: from medical records: event "the left coil was clearly in the uterine wall" (embedded device) was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: occlusion wire in the left fallopian tube has migrated from the left uterine cornua"), device breakage ("on the right side, a tiny fragment of coil was left in the cornual region"), pelvic pain ("severe pelvic pain /pain") and pregnancy with contraceptive device ("pregnant") in a 38-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included multigravida and parity 6. On (B)(6) 2011, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation /abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), allergy to metals ("allergy to nickel /nickel allergy"), migraine ("migraines /migraines / headaches(event splitted for coding)"), vaginal infection ("chronic vaginal infections /infection (bladder/ urinary tract/vaginal) type: vaginal infection,") with vaginal discharge, dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), rash ("rashes /rashes or skin conditions type: skin rash, redness, (event splitted for coding)"), erythema ("redness/rashes or skin conditions type: skin rash, redness, (event splitted for coding)"), dry skin ("dryness /dry patches"), blister ("blisters"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia) (event splitted for coding)"), headache ("migraines / headaches(event splitted for coding)"), nausea ("nausea") and tooth disorder ("dental problems"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), memory impairment ("forgetfulness"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), gingival erythema ("reddening of gums"), dysgeusia ("metallic taste in mouth"), paraesthesia ("tingling"), skin irritation ("skin irritation"), skin disorder ("bumps") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy), surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy) and surgery (laparoscopy with underwent a bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, pregnancy with contraceptive device, memory impairment, abdominal pain lower, arthralgia, uterine pain, menstrual disorder, dental caries, tooth loss, gingival erythema, dysgeusia, paraesthesia, allergy to metals, migraine, vaginal infection, dyspareunia, skin irritation, rash, erythema, skin disorder, dry skin, blister, pruritus, alopecia, fatigue, weight increased, vaginal haemorrhage, headache, nausea and tooth disorder outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, menorrhagia and abdominal pain had resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, blister, dental caries, device breakage, device dislocation, dry skin, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, gingival erythema, headache, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, pelvic pain, pregnancy with contraceptive device, pruritus, rash, skin disorder, skin irritation, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: since her removal surgery, her symptoms have mostly resolved, though some remain. Start date of essure was changed from 2010 to (B)(6) 2011. Removal details: procedure: the fallopian tube on each side was elevated and taken down using the ace harmonic device, all the way to the cornual region. On the right side, at the cornual region, the fallopian tube was opened and the coil was removed. There was concern that the hub was not removed and several attempts were made to remove the remainder of the coil. There was some scarring noted in the cornual region that was holding this coil in place. I was unable to remove the tiny fragments despite several attempts and the presence of this tiny fragment was confirmed with fluoroscopy. On the left side, when reaching the cornual region, the area was excised. On the left side, the cornual area was opened and no fallopian tube was identified. The fallopian tubes were removed and taken out of the abdominal cavity. When fluoroscopy was performed, it was clear the coil was in the wall of the uterus diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: only one side occluded approximate weight at the time of essure placement 240.00 lbs. Hysterosalpingogram showed only one side occluded. Date of result ((B)(6) 2017) and healthcare provider after the confirmation test said that there were multiple phleboliths notes in the pelvis bilaterally. Concerning the injuries reported in this case, the following one were reported via medical record confirming events pelvic pain, fatigue, device dislocation and device breakage. Most recent follow-up information incorporated above includes: on 28-feb-2018: pfs received: reporter was added. Patient details, concomitant diseases and unstructured relevant tests were added. Abnormal bleeding (vaginal, menorrhagia), migraines / headaches, migration of essure device location of device: occlusion wire in the left fallopian tube has migrated from the left uterine cornua, nausea, dental problems and abdominal pain were added as events.fu1,fu2 and fu3 processed together. On 1-mar-2018: medical record- all relevant medical history, concurrent condition and concomitant medication added. Event on the right side, a tiny fragment of coil was left in the cornual region was added. Fu1,fu2 and fu3 processed together. On 1-mar-2018: medical record- all relevant medical history, concurrent condition and concomitant medication added.event on the right side, a tiny fragment of coil was left in the cornual region was added. Fu1,fu2 and fu3 processed together. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: occlusion wire in the left fallopian tube has migrated from the left uterine cornua"), device breakage ("on the right side, a tiny fragment of coil was left in the cornual region"), embedded device ("no coil able to be seen on left; fluoroscopy confirmed it in the wall of the uterus"), pelvic pain ("severe pelvic pain /pain"), pregnancy with contraceptive device ("pregnant, conceived while on essure") and premature delivery ("preterm birth") in a 38-year-old female patient (gravida 6, para 5) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In february 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced premature delivery (seriousness criterion medically significant). On (B)(6) 2011, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain /dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation /abnormal bleeding (menorrhagia)"), dental caries ("tooth decay"), tooth loss ("tooth loss"), gingival erythema ("reddening of gums"), allergy to metals ("allergy to nickel /nickel allergy") with rash erythematous, dry skin and blister, migraine ("migraines / headaches"), vaginal infection ("chronic vaginal infections /infection (bladder/ urinary tract/vaginal) type: vaginal infection,") with vaginal discharge, dyspareunia ("painful intercourse /dyspareunia (painful sexual intercourse)"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea"), tooth disorder ("dental problems") and headache ("headaches"). On an unknown date, 1 day after insertion of essure, the patient experienced device breakage (seriousness criteria medically significant and intervention required), embedded device (seriousness criterion medically significant), memory impairment ("forgetfulness"), abdominal pain lower ("severe abdominal cramping/ lower abdominal pain"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menstrual disorder ("abnormal menstruation"), dysgeusia ("metallic taste in mouth"), paraesthesia ("tingling"), skin irritation ("skin irritation"), skin disorder ("bumps") and abdominal pain ("abdominal pain"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy), surgery (salpingectomy (bilateral removal of fallopian tubes),hysterectomy) and surgery (laparoscopy with underwent a bilateral salpingectomy, removal of essure coils). Essure was removed on (B)(6) -2017. On (B)(6) 2011, the pregnancy with contraceptive device had resolved. At the time of the report, the device dislocation, device breakage, embedded device, premature delivery, memory impairment, abdominal pain lower, arthralgia, uterine pain, menstrual disorder, dental caries, tooth loss, gingival erythema, dysgeusia, paraesthesia, allergy to metals, migraine, vaginal infection, dyspareunia, skin irritation, skin disorder, alopecia, fatigue, weight increased, nausea, tooth disorder and headache outcome was unknown and the pelvic pain, dysmenorrhoea, back pain, menorrhagia, vaginal haemorrhage and abdominal pain had resolved. The pregnancy outcome was reported as a live birth of a child with health problems. The vaginal delivery occurred on (B)(6) 2011. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, back pain, dental caries, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, embedded device, fatigue, gingival erythema, headache, memory impairment, menorrhagia, menstrual disorder, migraine, nausea, paraesthesia, pelvic pain, pregnancy with contraceptive device, premature delivery, skin disorder, skin irritation, tooth disorder, tooth loss, uterine pain, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: on (B)(6) 2011 baby live born, preterm male at 34/4 1 weeks at time of delivery. Apgars 8/9. (Linked child case #2018-087762) on (B)(6) 2011 she underwent a laparoscopic tubal ligation (also reported as essure start date during follow-up - discrepant information). On (B)(6) 2017: removal details: procedure: laparoscopic bilateral salpingectomy, removal of essure coils. Entire tubes removed coil removed intact on right. No coil able to be seen on left; fluoroscopy confirmed it in the wall of the uterus. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.6 kg/sqm. Hysterosalpingogram - on (B)(6) 2017: only one side occluded approximate weight at the time of essure placement 240.00 lbs. Hysterosalpingogram showed only one side occluded. Date of result (28feb2017) and healthcare provider after the confirmation test said that there were multiple phleboliths notes in the pelvis bilaterally. Concerning the injuries reported in this case, the following one were reported via medical record: device embedded and confirming events: pelvic pain, fatigue, device dislocation and device breakage. Most recent follow-up information incorporated above includes: on 17-aug-2018: event "abnormal bleeding (vaginal) " outcome updated to "recovered / resolved" , event "headaches" added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") and pregnancy with contraceptive device ("pregnant") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". In 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain"), abdominal pain lower ("severe abdominal cramping"), back pain ("lower back pain"), arthralgia ("hip pain"), uterine pain ("uterine pain"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation"), dental caries ("tooth decay"), tooth loss ("tooth loss"), gingival erythema ("reddening of gums"), dysgeusia ("metallic taste in mouth"), memory impairment ("forgetfulness"), paraesthesia ("tingling") and allergy to metals ("allergy to nickel"),migraine("migraines"), vaginal infection("chronic vaginal infections"), vaginal discharge("vaginal discharge"), dyspareunia ("painful intercourse"), skin irritation ("skin irritation"), rash("rashes"), erythema ("redness"), skin mass ("bumps"), dry skin ("dryness"), rash erythematous ("patches resembling burn marks"), blister ("blisters"), pruritus("itching"), alopecia("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain"),last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (underwent a bilateral salpingectomy and both fallopian tubes were removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain , pregnancy with contraceptive device , dysmenorrhoea, abdominal pain lower , back pain, arthralgia , uterine pain, menorrhagia , menstrual disorder, dental caries , tooth loss , gingival erythema, dysgeusia, memory impairment, paraesthesia ,allergy to metals,migraine, vaginal infection, vaginal discharge, dyspareunia , skin irritation, rash, erythema, skin mass, dry skin, rash erythematous, blister, pruritus, alopecia, fatigue and weight increased outcome was unknown. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. In (B)(6) 2011 she delivered a baby boy. The reporter considered pelvic pain , pregnancy with contraceptive device , dysmenorrhoea, abdominal pain lower , back pain, arthralgia , uterine pain, menorrhagia , menstrual disorder, dental caries , tooth loss , gingival erythema, dysgeusia, memory impairment, paraesthesia ,allergy to metals,migraine, vaginal infection, vaginal discharge, dyspareunia , skin irritation, rash, erythema, skin mass, dry skin, rash erythematous, blister, pruritus, alopecia, fatigue and weight increased to be related to essure. The reporter commented : since removal surgery, patient's symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirming full occlusion of fallopian tubes. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.